Event description:
The over the scope clip (otsc) system set was in use. The bear claw clip dislodged from the end of scope, during the procedure, before deployment could be achieved. The clip dislodged from the device. The practitioner was unable to retrieve the clip and the procedure was discontinued. The condition of the patient's abdomen was felt to be a major part of the event.